Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the device was being used normally during procedure. This was the first time it happened with this device. Allegedly a larger incision was created on the pt to correct the problem. Another probe was used to complete the surgery.